Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with dislodgement of their right atrial lead due to twiddler's syndrome. The lead was twisted around itself, and the insulation had been worn down due to the dislodgement. The lead's pacing impedance was low and out of range, and capture thresholds were increasing as well due to the twiddler's. The lead was explanted without further consequences. The patient was stable throughout.